Event description:
Problem: syringes 100/box, 10/bag. On (B)(6)2010 - opened 4 bags = 40 syringes, 3 cracked covers on plunger , 1 cracked covers on needle (needle exposed without cover). On (B)(6)2010 - opened 4 bags, 2 cracked covers on plunger, 1 cracked covers off needle. Dose or amount: 3/10cc. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: diabetes type ii, insulin 3x/day.